Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found battery out limit alarm. The customer's blood glucose was 502 mg/dl at the time of incident. The customer's blood glucose was 260 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they did not found setting issues. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.